Manufacturer narrative:
According to the customer, he missed his prescribed daily medications (albuterol sulfate, ipratropium bromide, and budesonide) for a "week to 10 days" when the device stopped working. The customer said that the "motor runs but no air pumps through it." The customer reported that he began "coughing up phlegm." The customer said that he visited his doctor on (B)(6) 2025 and was prescribed "antibiotics and nebulizer treatments" to help "clear his chest." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, he missed his prescribed daily medications (albuterol sulfate, ipratropium bromide, and budesonide) for a "week to 10 days" when the device stopped working.